Event description:
Medtronic received information that (B)(6) months following implant, the patient presented for cardiac catheterization to assess hemodynamic dysfunction secondary to stenosis. The melody valve was re-dilated. Upon balloon inflation, multiple stent fractures were noted in the melody valve. Two bare metal stents and a second melody valve were implanted. The first melody valve remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
This bioprosthetic valve remains implanted and will not be returned for analysis. With no valve return no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.